Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a breast reconstruction revision procedure with a mentor smooth round moderate plus profile 600cc saline breast prosthesis (left device) and a mentor smooth round moderate profile 175cc saline breast prosthesis (right device) that both deflated after implantation. As a result, the patient underwent bilateral explantation on (B)(6) 2019. The left breast prosthesis was replaced with a mentor smooth round moderate profile 475cc saline breast prosthesis. The right breast prosthesis was not replaced. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On (B)(6)2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, a deflation of a saline breast implant was reported. During evaluation of the sample, a crease was observed in the posterior view. Within the crease, a tear was noted in the posterior aspect measuring approximately 0.1 cm. No other anomalies were observed. These kinds of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under inflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).